Event description:
Customer reports multiple meter to meter comparisons obtained on the inform system and meter to lab comparisons on a neonate pt: 213 mg/dl and 325 mg/dl (mtr to mtr); 314 mg/dl (mtr) and 226 mg/dl (lab; 190 mg/dl (lab) and 277 mg/dl (mtr); 109 mg/dl (lab) and 154 mg/dl (mtr); 134 mg/dl (lab) and 196 mg/dl (mtr); 93 mg/dl (lab) and 133 mg/dl (mtr). No actions taken based on device results. Requested return of suspect device and replacement was sent.